Event description:
As part of ameda, inc's quality management system activities, a review of historical complaints was conducted. It was determined that this complaint should have been reported to FDA. Customer contacted ameda, inc. On (B)(6) /2014, to report a burning smell, a small amount of smoke and leaking black fluid coming from the battery compartment of the purely yours breast pump during use with batteries. Customer states she did not come in contact with the fluid and reports no injury or burn.

Manufacturer narrative:
Three voice mail messages were left with the customer asking her to return the pump base to ameda, inc. For investigation using the expedited fedex return label previously sent to her. To date, the product has not been returned to ameda, inc.